Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer's mother stated that the first low blood glucose event was 46 mg/dl. The customer's mother stated that they treated the low with juice and crackers. The customer's mother stated that they experienced low blood glucose again of 49 mg/dl. The customer's mother stated that they treated the low blood glucose with juice and crackers. The customer's mother stated that the blood glucose went high of 454 mg/dl and then low blood glucose of 45 mg/dl. The customer's mother declined to troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.